Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis. During failure analysis, the reported issue "e-200 is giving an error message" was confirmed but not replicated. In light house, error 25952 was identified, which confirmed the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. Per e200's testing matrix, the unit passed all required tests. Per engineering, this is a known software anomaly that's caused by vessel sealers when contacting human tissues, and the reported issue cannot be replicated in house. As a result of this investigation, failure analysis was unable to identify the root cause.

Event description:
It was reported that during a da vinci-assisted surgical procedure, that the e-200 is giving an error message. Caller stated they tried recovering and rebooted the system twice, but the error remains. Caller stated they are getting error 25952 on the e-200. Caller stated the issue is occurring when they are using the curved vessel sealer. Technical support engineer (tse) recommended hooking up the backup e-200. Caller hooked up the backup e-200 and was using the same vessel sealer instrument and it was working without any errors. Customer is proceeding with the case. The procedure was completing as planned with no reported injury.